Manufacturer narrative:
B1(is product problem) has been ticked to capture the malfunction codes. D1 (brand name), d4 (catalog, serial) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Fluid leak -red or blue handle/plug /minor bleed: the cause of the fluid leak - red handle/plug was due to a hole in the catheter at the 32cm mark per returned product investigation. Difficult to place or position: the cause of the difficulty to place or position could not be determined as limited clinical details were provided.

Event description:
A 44 year old male with cardiomyopathy was supported with an impella 5.5 device via a right axillary/subclavian surgical arterial access. The patient¿s pre support clinical condition was consistent with scai shock stage d. During the initial implantation on (B)(6) 2026 at 11:18 am, the implanting physician encountered resistance while attempting to advance the pump over the guidewire across the aortic valve. The guidewire was removed, and left ventricular access was re established, allowing successful pump insertion without additional difficulty. Despite the successful repositioning, blood leakage was later observed emanating from the red impella plug, prompting device removal at 5:56 pm the same day. Available information suggests that the reported blood leakage from the red impella plug was associated with device damage rather than procedural technique, as no excessive force or delivery issues were reported and the guidewire was confirmed intact. Root cause cannot be conclusively determined until the returned device is evaluated. The patient survived the explant, and a second impella 5.5 was subsequently implanted without complaint and remains in use.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.